Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that while doing a primary hip and femoral head component appeared to be discolored. It did not cause a delay in surgery another implant was used.

Manufacturer narrative:
The reported event represents a cosmetic concern. The device was reported to have a slight yellow tint. The DHR was reviewed and found the parts have 100% visual inspection of workmanship, indicating the devices are acceptable. In addition, the returned device was inspected by the manufacturing cell who indicated this coloration is a normal part of the production process. The device meets all manufacturing requirements and there is no known device problem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that while doing a primary hip and femoral head component appeared to be discolored. It did not cause a delay in surgery another implant was used.